Event description:
It was reported that the as syr psd microbore tubing was broken and leaked at the connection during use. The following information was provided by the initial reporter: "broken leaking blue cap at connection of tubing."

Manufacturer narrative:
H.6. Investigation: a complaint of a cracked and leaking extension set was received from the customer. A sample was returned for investigation. Through visual inspection of the sample no defects could be found. The set was then primed and a leak was discovered below the blue cap; the customer's complaint was verified. The set was then inspected using a microscope and the crack in the set was found at the bottom of the cap. A device history record review for model 10014914 lot number 4934725 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #4934725 regarding item #10014914. Possible root causes for this error include error in the manufacturing process and excessive force applied during removal of cap. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as syr psd microbore tubing was broken and leaked at the connection during use. The following information was provided by the initial reporter: "broken leaking blue cap at connection of tubing."